Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the capsular contracture was baker grade IV on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review performed on (B)(6) 2021, it was decided to remove codes wound infection and breast mass, neoplasm malignant to better code the reported event on the left side. On (B)(6) 2017, she presented with left seroma, which required incision, drainage, aspiration. On (B)(6) 2018, she presented with left seroma, which required irrigation and debridement. On (B)(6) 2019, she presented with left baker iii capsular contracture, which required a secondary procedure on (B)(6) 2019. On (B)(6) 2020, she presented with left baker IV capsular contracture, which required capsulectomy and implant removal with no replacement. On (B)(6) 2020, she presented with right baker iii capsular contracture, which required capsulectomy and implant removal with no replacement. Manufacturer¿s reference number: (B)(4) after clinical review performed on (B)(6) 2021, it was decided to remove codes wound infection and breast mass, neoplasm malignant to better code the reported event on the left side.

Manufacturer narrative:
On 4/14/2020, it was reported to mentor that the patient experienced neoplasm malignant on the left side and gel bleed and breast mass bilaterally. The patient experienced suspicious lesions from the upper chest. The patient experienced capsular contracture baker grade IV on the left side and capsular contracture baker grade ii/iii on the right side. The date of removal was (B)(6) 2020. The patient¿s initials were ph. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/27/2020, during a visual evaluation of the device, no apparent damage was observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites and gel bleed were detected. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after the insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late-onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends a surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA. (Https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 7473715 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Gel bleed, seroma, capsular contracture, and infection complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the facility name is hidden plastic surgery, facility address is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/23/2019, mentor confirmed that psr submission reference numbers (B)(4) and (B)(4) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 12, 2023, mentor became aware that information was previously reported indicating the patient had basal cell carcinoma of the left calf. However, the principal investigator assessed this event as moderate in severity, serious, and not related to the device. As such, neoplasm malignant is no longer applicable to this file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/09/2020, it was reported to mentor that the capsular contracture was baker grade iii on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the capsular contracture was baker grade iii on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast revision augmentation with mentor memorygel breast implants 300cc on (B)(6) 2017 experienced left breast seroma and infection observed on (B)(6) 2017. Cultures were (B)(6). The patient underwent aspiration on (B)(6) 2017. The patient developed recurrent left breast seroma that was observed on (B)(6) 2018. The patient was treated with singulair medication and underwent irrigation and debridement on (B)(6) 2018. The principal investigator assessed the recurrent seroma as possibly related to the study device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).